Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back. The patient used hydrocortisone cream and saw her doctor. The doctor advised her to continue the use of hydrocortisone cream and also indicated that the irritation may be shingles. Follow-up indicated that the irritation was about the same but tolerable.